Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking.

Event description:
Healthcare professional reported "opening the shell where the implant is stored material is left on the shell- on the external and internal". This record is for the "unknown" side. The device was never implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2.

Event description:
Healthcare professional reported "opening the shell where the implant is stored material is left on the shell- on the external and internal". This record is for the "unknown" side. The device was never implanted.